Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2024. The patient was admitted for 3 days. The blood glucose level during the event was 1150 mg/dl. No further information was available.